Manufacturer narrative:
Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, instrument was not recognized on universal surgical manipulator (usm) 4. Technical support engineer (tse) confirmed cannula and sterile adapter were installed properly, so advised checking recognition pins first. The case was proceeding without usm4. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the procedure was completed with 3-arms as arm 4 was disabled.